Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: an operative report detailing the procedure for ¿previous mesh (looked like proceed)¿ was not provided.] On (B)(6) 2015: wbmh periop services. (B)(6), md. Operative report. Procedure: laparoscopic ventral hernia repair. Pre-operative diagnosis: recurrent ventral hernia. Post-operative diagnosis: recurrent ventral hernia. Asa class: 2. Indications: this patient presents with reducible ventral hernia and will undergo laparoscopic ventral hernia repair. The patient was seen again in the holding room. The risks and benefits, including but not limited to recurrence and mesh infection requiring removal were explained to the patient, who acknowledges these risks and wishes to proceed. Details: ¿the patient was taken to operating room, identified as ronnie joseph toups and the procedure verified as laparoscopic ventral hernia repair. A time out was held and the above information confirmed. Prior to the induction of general anesthesia, antibiotic prophylaxis was administered. General endotracheal anesthesia was then administered and tolerated well. After the induction, the abdomen was prepped in the usual sterile fashion. The patient was positioned in the supine position with the arms extended. All ports were injected with a combination of short and long acting local anesthetic prior to incision. An incision was made in the right upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. A 5 mm port was placed in the right lateral abdomen to facilitate dissection. The ventral hernia was identified and measured to be approximately 6 cm in greatest dimension. A combination of blunt dissection and electrocautery were used to reduce the hernia contents back into the abdomen. The defect was measured and a 10 x 15 cm piece of gore dualmesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior margins of the mesh, as welll [sic] as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures. Dermabond was applied and the patient was aroused and transferred to the recovery room in sable condition. Instrument, sponge, and needle counts were correct at closure and at the conclusion of the case. There were no immediate complications.¿ findings: ¿recurrent hernia containing bowel adherent to previous mesh (looked like proceed). No enterotomy. Mesh removed.¿ specimens: none. Complications: none; patient tolerated the procedure well. Disposition: pacu-hemodynamically stable. On (B)(6) 2015: wbmh periop services. Implant record. Implant: graft dualmesh 10.0 x 15.0 cm. Site: abdomen. Model #: 1dlmcp03. Lot #: 13462522. Manufacturer: w.l. Gore & associates inc. Expiration date: 11/1/17. Size: 10 x 15. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/13462522) was implanted during the procedure. On (B)(6) 2015: [missing records: a pathology report detailing analysis of the device removed during the 06/01/15 procedure was not provided.] On (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Preoperative report: recurrent ventral hernia. Postoperative report: recurrent ventral hernia. Procedure: laparoscopic ventral hernia repair. Removal of previously-placed mesh. Indications: the patient is a 66-year-old male who has previously undergone a laparoscopic ventral hernia repair with gore to repair a recurrence of an open hernia repair. He has done well for awhile but, subsequently, developed a new hernia. The risks and benefits of the procedure have been explained to the patient who acknowledges these risks and wishes to proceed. Detail: ¿after administration of IV antibiotics and placement of sequential compression devices, the patient was intubated by anesthesia and sterilely prepped and draped. All ports were infiltrated with local anesthetic prior to incision. Incision was made at the left costal margin. Access to the abdomen was gained using an optical viewing 11 mm trocar and a zero-degree scope. The underlying bowel was inspected and found to be free of injury. The remaining ports were placed under direct visualization; 5 mm ports were placed in the right and left lateral abdomen. A large amount of omentum and some small bowel were adherent to the anterior abdominal wall; however, there was a capsule around the mesh, and once this capsule was entered, the capsule was dissected away from the mesh, allowing the bowel to fall away without risk of injury. Once the adhesions to the mesh and the capsule were divided, the abdominal wall was examined. The mesh was found to have retracted and pulled away from the abdominal wall, exposing the defect inferior to the mesh. The mesh was dissected off the anterior abdominal wall and later removed through the left upper quadrant incision. A series of incisions were made along the midline at the superior and inferior edges of the defect, the pulling together the strong connective tissue. Two stitches were placed superiorly and two were placed inferiorly; then the insufflation was expelled from the abdomen. The sutures were tied down and the pneumoperitoneum was reaccumulated. This process was repeated, doing four stitches at a time until the defect was completely closed in the midline. A 10 x 16 piece of strattice was then chosen to cover the defect and overlapped by at least 3 cm on all sides. Gore sutures were placed at the superior and inferior margins of the mesh as well as the right and left lateral edges. The mesh was rolled up and inserted into the abdomen and then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. These sutures were pulled up through these incisions and tied down. The abdsorbatack was then used to place tacks at 1-1.5 cm intervals around the circumference of the mesh. A few tacks were placed to the anterior to minimize seroma formation. The mesh was found to lie in good position and well overlap all of the defects. The insufflation was expelled from the abdomen and all ports were removed. The skin over all ports was closed using interrupted 4-0 monocryl deep dermal sutures. Dermabond was applied and the patient was aroused and transferred to recovery room in good condition. All instrument and sponge counts were correct at the end of the case.¿ on (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2016 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13462522. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh retracted and pulled away from abdominal wall, mesh removal requiring an additional surgery. Additional event specific information was not provided.